Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced worsening shortness of breath. It was noted that the patient¿s underlying electrical dysfunction was a right bundle branch block (rbbb) and it was theoretically possible that resynchronization therapy was disadvantageous and possible not providing benefit for the patient. The left ventricular (lv) lead was inactivated and remains in the patient. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.